Manufacturer narrative:
A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left knee was revised due to loosening of the femoral and tibial components. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.